Event description:
Significantly variable blood glucose results on repeated fingerstick tests performed within a 5-minute period. All tests were performed using the same meter and all with test strips from the same very fresh in-date vial of test strips.